Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technicians stated issues of ¿error code 110.6021¿ listed in error log, but not confirmed during testing. The pcus were received at bd san diego operation¿s lab on 02/11/2025. They were received unboxed along with the paperwork. Error, event logs and testing confirmed that customer pressed key too early before pcus finish powering up, causing error 110.6021. There are no faults found with these pcus. The failure investigation report was uploaded to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 110.6021. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 110.6021. There was no patient involvement.

Event description:
It was reported that the device displayed an error code 110.6021. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technicians stated issues of ¿error code 110.6021¿ listed in error log, but not confirmed during testing. ¿ the pcus were received at bd san diego operation¿s lab on 02/11/2025. They were received unboxed along with the paperwork. ¿ error, event logs and testing confirmed that customer pressed key too early before pcus finish powering up, causing error 110.6021. There are no faults found with these pcus. ¿ the failure investigation report was uploaded to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.